Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 958709) inserted. This case describes the occurrence of menorrhagia ("heavy periods"). Medical conditions: subject¿s last menstruation in 2007. Concomitant products included ibuprofen, ketorolac tromethamine (toradol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2014, the subject experienced menorrhagia (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (robotic hysterectomy, bilateral salpingectomy on (B)(6) 2016). Fallopian tube occlusion insert was removed on (B)(6) 2016. On (B)(6) 2016, the menorrhagia had resolved with treatment. The investigator considered menorrhagia to be related to fallopian tube occlusion insert. The reporter commented: patient had surgery and all follow-up with another gyn practice. Causality described as possible related to essure. Removal surgery on (B)(6) 2016: no vasoconstrictive agent used, no imaging procedure to localize implants, both essure coils removed, left and right tube intact. In procedure percocet and local anesthesia were used. Prior to procedure, patient took ibuprofen and toradol. No hormonal manipulation prior to procedure. Visualization of the right and left tubal ostia achieved, trailing length right and left were 5 and 7 coils. Procedure time 4 min (from 13:29 until 13:33). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: the end date of event was added. The outcome of the event was changed from unknown to recovered. The subject ID and initials were updated. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 26019) had fallopian tube occlusion insert (batch no. 958709) inserted. The report describes a case of menorrhagia ("heavy periods"). Medical conditions: subject¿s last menstruation in 2007. Concomitant products included ibuprofen, ketorolac tromethamine (toradol) and oxycocet (percocet). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2014, the subject experienced menorrhagia (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (robotic hysterectomy, bilateral salpingectomy on (B)(6) 2016). Fallopian tube occlusion insert was removed on (B)(6) . At the time of the report, the menorrhagia outcome was unknown. The investigator considered menorrhagia to be related to fallopian tube occlusion insert. The reporter commented: end date of event reported as (B)(6) 2016, but outcome of event described as undetermined because patient had surgery and all follow-up with another gyn practice. Causality described as possible related to essure. Removal surgery on (B)(6) 2016: no vasoconstrictive agent used, no imaging procedure to localize implants, both essure coils removed, left and right tube intact. In procedure percocet and local anesthesia were used. Prior to procedure, patient took ibuprofen and toradol. No hormonal manipulation prior to procedure. Visualization of the right and left tubal ostia achieved, trailing length right and left were 5 and 7 coils. Procedure time 4 min (from 13:29 until 13:33). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Lt female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 26019) had fallopian tube occlusion insert (batch no. 958709) inserted. The report describes a case of menorrhagia ("heavy periods"). Medical conditions: subject¿s last menstruation in 2007. Concomitant products included ibuprofen, ketorolac tromethamine (toradol) and oxycocet (percocet). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2014, the subject experienced menorrhagia (seriousness criteria hospitalization and intervention required). The subject was treated with surgery (robotic hysterectomy, bilateral salpingectomy on (B)(6) 2016). Fallopian tube occlusion insert was removed on (B)(6) 2016. At the time of the report, the menorrhagia outcome was unknown. The investigator considered menorrhagia to be related to fallopian tube occlusion insert. The reporter commented: end date of event reported as (B)(6) 2016, but outcome of event described as undetermined because patient had surgery and all follow-up with another gyn practice. Causality described as possible related to essure. Removal surgery on (B)(6) 2016: no vasoconstrictive agent used, no imaging procedure to localize implants, both essure coils removed, left and right tube intact. In procedure percocet and local anesthesia were used. Prior to procedure, patient took ibuprofen and toradol. No hormonal manipulation prior to procedure. Visualization of the right and left tubal ostia achieved, trailing length right and left were 5 and 7 coils. Procedure time 4 min (from 13:29 until 13:33). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.